Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -13.0 diopter, in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to low vault. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).